Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 2018 arjo has become aware of the event involving maxi sky ceiling lift and a clip sling, which occurred at (B)(6). It was reported that during resident transfer with clip sing and ceiling lift, the resident fell on the head. As a result of the fall, resident sustained a head laceration and was taken to the hospital. The resident was in the hospital for two nights mostly due to measuring respiratory (as he was very anxious due to the event). The computerized axial tomography (cat) was performed with negative results. The 0,8 cm head laceration did not require sutures or staples.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #(B)(4)) on behalf of the importer arjohuntleigh inc (ahus) (registration #(B)(4)). On 2018-may-07 arjo has become aware of the event involving arjo system: maxi sky 600 ceiling lift and a clip sling, which occurred in (B)(6) USA. Initially it was reported that during resident transfer with clip sing and ceiling lift, the resident (male, 60 years old, 100 lbs) slipped out of sling and dropped on his head. It was indicated by the customer facility representative that two caregivers, who were operating the lift might have forgotten to attach one of the shoulder clips. The system (lift and sling) was checked by arjo certificated person and no issues were found. The equipment was maintained accordingly. The facility decided to investigate the incident cause internally, and have put the staff members on leave in meantime. On (B)(6) 2018 the facility representative announced that the event may have been caused by caregiver neglect. It was indicated that it is possible that the leg flaps of the sling were not placed under the resident's leg, but over. The descriptions of the event provided by involved caregivers (one working for a short time, one working for a long time in the facility) were discordant. One caregiver stated that as soon as the resident was lifted, he started to slid out. The resident was sliding towards to the caregiver and she tried to grab his legs. The resident was disabled, spastic with heavy upper body and fall hitting his head first. Another caregiver stated that shoulder clip was not attached on the device spreader bar during transfer. As the resident was positioned close to the edge of the bed, as soon as he was raised, he started sliding to the floor. Third staff member who came after the event observed that the sling was hanging in the lift with right leg clip not attached to the spreader bar. Facility representative believes that the clip could have come off while the caregiver was grabbing the resident at legs. As a result of the fall, resident sustained a head laceration and was taken to the hospital. The resident was in the hospital for two nights mostly due to measuring respiratory (as he was very anxious due to the event). The cat (computerized axial tomography) was performed with negative results. The 0,8 cm head laceration did not require sutures or staples. The training for the new caregiver was performed in (B)(6) 2018, all other staff members were trained in 2017. The facility planned the internal training for staff after the reported event. No failure with the sling, neither no malfunction within the involved lift was found upon their inspection, that could have caused or contributed to the resident's fall. When reviewing similar reportable events registered during last 5 years, we have found a limited number of cases with similar fault description - slip out of sling. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors that could contribute to a person sliding out from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms, leg flaps not placed under resident tights). A sling clip detaching or not being attached to the lift device before starting the transfer. Based on information gathered, second and/or third scenario above are related to the investigated event. It was indicated that it was possible that the leg flaps of the sling were not placed under the resident's leg, but over and it was possible that shoulder clip was not attached to the hanger bar from the beginning of transfer. The maxi sky 600 instructions for use (IFU 001.14150.33 rev.10) informs the user step by step how the lifting procedure shall be performed: [...] Step 4 using the handset, lower the spreader bar and connect the sling shoulder strap clips, taking care not to lower the frame onto the patient. Step 5 - tilt the frame until connection of the leg strap clips is possible. The straps must be brought under the thighs. [...] Step 6 ensure that all four points of the sling are securely attached to the frame, then lift the patient using the handset, positioning him/her comfortably for transfer." The lift IFU also warns: "warning: it is vital to always check that the sling attachment clips are correctly attached and remain in tension as the weight of the patient is gradually taken up." "Warning: always place the sling around the patient according to instructions enclosed. Failure to do so may result in injuries to you or to others." To conclude, arjo system: maxi sky 600 ceiling lift and sling was used for resident's transfer and thus was directly involved with the reported incident. As an outcome, the patient slipped out of sling and fell to the floor. Admission to the hospital was a result of the fall. There was no technical failure with the lift or the sling which might have contributed to the event. Based on information collected, the cause of the reported complaint was related to an inappropriate procedure of the sling attachment.